Manufacturer narrative:
G2: country china continuation of d10: product ID neu_unknown_lead lot# unknown s: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Citation: yuan, h., xiao, y., lin, x., zhang, l., yang, c., hu, z., et al (2024). Application of augmented reality for accurate punctures during stage 1 sacral neuromodulation. International neurology journal. 2024;28(4):302-311. Https://doi.org/10.5213/inj.2448330.165 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'application of augmented reality for accurate punctures during stage 1 sacral neuromodulation'. The following medtronic devices were used: sacral nerve modulation. Among patients' adverse events/device performance issues included: (1) one patient developed postoperative infection. No further information was provided pertaining to medtronic products. Yuan, h., xiao, y., lin, x., zhang, l., yang, c., hu, z., et al (2024). Application of augmented reality for accurate punctures during stage 1 sacral neuromodulation. International neurology journal. 2024;28(4):302-311. Https://doi.org/10.5213/inj.2448330.165.